Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor did not have a cannula when it was removed from their body. Troubleshooting indicated that it may have coiled back inside of the sensor base. The customer's blood glucose was 194 mg/dl at the time of incident. No further details given.